Manufacturer narrative:
We have not received the device for evaluation since the device has been discarded by the hospital. However, we were able to confirm the reported incident based on the picture that was provided to us by the hospital. A section of the balloon above the distal ligature failed to deflate. Device was tested before use and was found to be operational. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. At this time, we are inconclusive about the root cause of this issue. It is possible that the physician overinflated the balloon loosening the distal ligature that allowed water to leak into the tip of the balloon but was unable to escape when deflating the balloon. We currently have a corrective and preventive action (CAPA) opened to investigate the possible root causes of this issue. There was no injury to the patient as the result of this issue. Physician was able to recognize that the balloon did not deflate completely under fluoroscopy. He was able to remove the device from the patient's vessel without any complication.

Event description:
During embolectomy procedure, the physician could not deflate the balloon completely when removing the catheter out of the patient's artery.